Event description:
An ultraflex non-covered esophageal stent was used in a stent placement procedure in 2008. According to the complainant, "the suture was retraced 5cm...the stent was partially deployed...the suture got stuck and it was unable to deploy the stent." At the conclusion of the procedure, the patient's condition was reported as "good."

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported malfunction is undetermined. A search of the complaint database revealed that no add'l complaints have been reported for the lot. The february 2008 15-month ultraflex esophageal stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.